Event description:
The surgery center reported that a laser vision correction patient was presented with a slipped flap on the left eye (os) at 1 day post op exam. The surgery center described the patient had developed striae on the os as a result the flap was repositioned. Post op vasc from (B)(6) 2015 was 20/20 od, 20/40 os. Post op vasc from (B)(6) 2015 was 20/20 od, 20/20 os.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.